Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger was out of the device. The pre-formed knot was unraveled and the posterior needle tip was exposed at the needle slot with the rail end inside the tube. As the suture was not retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. During the investigation, the lever was opened and closed without resistance. The plunger was inserted, the locking mechanism was checked and the plunger stayed in position when the lever was closed. The plunger was deployed successfully. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Each device was inspected during manufacturing with the lever deployed to assure the plunger stayed in place. A cause for the reported difficulty lifting the lever and inability to push to plunger down to deploy the needles could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database indicated no other incidents from this lot. There is no any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide after a diagnostic procedure. Reportedly, the lever to deploy the foot was difficult to lift and it was not possible to push the plunger down to deploy the needles. The device was removed and hemostasis was achieved using manual compression. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.